Manufacturer narrative:
(B)(4). As the device was not returned, a device analysis could not be completed. A service history record review was performed and revealed no indication that the parts replaced during servicing caused or contributed to this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a high drain 101 (night drain #1) alarm occurred during peritoneal dialysis on the homechoice device. This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The alarm occurred at the end of therapy. There was no patient injury or medical intervention reported. No additional information is available.